Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The cause was patient condition related. The patient's arteriovenous malformation was investigated by the review of the data logs, which simply revealed suction, which indicated poor patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center has not returned any pump product yet for analysis. The clinical report is being evaluated. The medical center has revealed that the bleed diagnosis was difficult in the scoping of the patient. The team has infused multiple units of blood and adjusted the purge. The investigation is ongoing at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center had an impella 5.5 support ongoing for 34 days, for a 59 year old cardiomyopathy patient, when there was suction and an observation made of a gastrointestinal (gi) bleed. There was concern from the medical team that the 5.5 support and continuous flow caused the avm (ateriovenous malformation) and the injury was due to the impella. The team adjusted the purge fluid and heparin. There is an allegation of impella causing harm to the patient that at this time can not be proven or disproven. The patient is awaiting transplant and has survived.